Event description:
Target was notified that during the embolization of a cerebral fistula, the idc coil detached inside the microcatheter. This event did not cause any damage to the pt, who was reported in good condition after the procedure, during which twenty other coils were detached uneventfully.